Event description:
From staff: during a stagged intervention in the cardiac cath lab, the equipment malfunctioned, and small pieces of the coronary balloon broke off into the right coronary artery. The wire and balloon were stuck inside of the 6f trapliner. This equipment was collected. We placed additional stents to secure the fragments of lost balloon. From operative report: a 3.5 x 8 mm nc (an nc [non-compliant] balloon is a high-pressure balloon that's designed to grow less and have a higher burst pressure) balloon was then placed across the lesion and prolonged high-pressure inflation performed. Unfortunately, this led to the rupture of this balloon, and we had difficulty retrieving this balloon into the guide catheter, we then advanced the guide extender over the balloon with the intention to remove the balloon and the wire and guide catheter in 1 sweep. This led to balloon avulsion off of the shaft of the balloon delivery system with the balloon fragment seen in the proximal stent segment. We then attempted to snare this balloon fragment using a 2 wire twist technique using fresh guidewires this was unsuccessful, an attempt to suction the balance fragment using a penumbra device was also not successful, we then tried using a 1.5 x 12 mm balloon inflated passed the balloon fragment with a plan to pull this back into the guide inflated this only moved a segment of the balloon into the mid segment from the proximal segment as can be seen by the balloon markers. We then decided the best option at this point is to trap the balloon segments behind stent struts, given that she has 2 layers of stents in proximal to distal rca and the balloon was only 8 mm in length with side to deploy a 2.75 x 8 mm synergy stent in the mid segment right on the balloon biomarker and a 2nd 2.75 x 8 mm synergy stent in the proximal stent segment on the 1st biomarker. The patient remained hemodynamically stable, telemetry did not show any st elevations, and she had timi 3 flow down both vessels. There still a residual 20% area of under expanded stent in the proximal segment distal to the 2nd placed stent, but again flow down the vessel was timi 3 she remained hemodynamically stable.